Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented with dizziness. An increase in pacing thresholds was observed with intermittent loss of capture. All other diagnostics were good and stable. It was reported the patient may have infarcted, causing an increase in the pacing thresholds. Outputs were increased and an x-ray was planned to assess the lead. No adverse patient effects were reported.